Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -5.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.